Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed wrinkled/bunched insulation and deformed conductor coils, and the lead body was curled. Additionally, the proximal end of the distal shock coil was separated from the lead body insulation. Medical adhesive and tissue were noted on the shock coil. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Previous investigations have shown that the type of lead damage identified can occur due to the removal of a lead through tight venous anatomy and/or being pulled with force, likely explant related damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that four days post implant procedure, the impedances exceeded 3000 ohms even though intermittent impedance readings seemed normal during follow-up. Persistent noise was observed. Which caused treatment complications. Consequently, surgical intervention was undertaken to remove and replace the lead. It was noted that the insulation appeared to be intact; however, due to the clinical observations, a lead conductor fracture is suspected. There have been no further reports of adverse effects on the patient. The lead is anticipated to be returned.

Event description:
It was reported that four days post implant procedure, the impedances exceeded 3000 ohms even though intermittent impedance readings seemed normal during follow-up. Persistent noise was observed. Which caused treatment complications. Consequently, surgical intervention was undertaken to remove and replace the lead. It was noted that the insulation appeared to be intact; however, due to the clinical observations, a lead conductor fracture is suspected. There have been no further reports of adverse effects on the patient. The lead is anticipated to be returned.